Manufacturer narrative:
Device analysis by MFR.: the returned device consisted of a watchman flx pro delivery system with the implant in the sheath. Inspection of the device found numerous kinks in the sheath. There was tip damage consisting of flared tri-cuts and there were abrasions within the sheath tip. The implant had crossed struts. Product analysis confirmed the reported event as the sheath was kinked.

Event description:
It was reported that the delivery system became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but did not meet release criteria. During the recapture of the closure device the wds became kinked. The physician removed the wds from the patient and then used a new wds to complete the procedure. A closure device was successfully implanted in the laa of the patient. There were no patient complications that were reported to have occurred.

Event description:
It was reported that the delivery system became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but did not meet release criteria. During the recapture of the closure device the wds became kinked. The physician removed the wds from the patient and then used a new wds to complete the procedure. A closure device was successfully implanted in the laa of the patient. There were no patient complications that were reported to have occurred.